Event description:
This is report 1 of 3. This is a report of peritonitis and rash in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient broke out in a rash. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient stated that the solution, which was initially clear, turned brown and turned white. The treatment rendered for the events was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown, however it was reported the event took place in (B)(6) 2013. A batch review was conducted for the potentially associated lot number h12j23032 and h13a28012. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).